Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 160-161 mg/dl. Troubleshooting was performed by customer technical support and no issues were found with the pump or related supplies. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
D2b d2b.